Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged, the battery was depleting quickly, and that the pump would shut down three times a day. Customer declined to troubleshoot for battery depletion and shut down issues. Customer¿s blood glucose (bg) level was 120 mg/dl. Additionally, customer reported frequent undefined high bg levels with highest bg reported at over 500 mg/dl. High bg was addressed with a manual correction injection and boluses. Reportedly, the customer continued to use the pump for insulin therapy.